Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data/additional information: through further review of the report, it was observed that UDI information was not captured in the initial report. Additionally, patient's age/date of birth and gender was also provided. Age/date of birth: (B)(6). Gender/sex: female. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 18.0 diopter intraocular lens (iol) was explanted from a patient's left eye and replaced with a model z9002 17.0 diopter lens. No additional information was provided.